Manufacturer narrative:
B4:(B)(6)2021. The service engineer evaluated the unit and could not duplicate the reported failure. No faults were found with the device during evaluation, and no repairs were performed.

Event description:
The hospital's biomed reported to philips that the unit displayed "check vent: oxygen device failed" and "oxygen not available" alarms. The ventilator was providing therapy to a patient when the reported event occurred. The patient was moved to an alternate ventilator without any harm or serious injury. There was no medical intervention required during the device exchange. The patient's demographic information and primary disease could not be disclosed. The biomed indicated that the alarms could not be resolved by adjusting the central oxygen supply connection on the back of the unit; however, they were resolved by rebooting the unit. A review of the event log revealed consecutive occurrences of the error codes related to oxygen device failed and oxygen not available dated (B)(6) 2021. The device is pending further evaluation.